Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service technician observed visible foam particles inside the blower kit, dust fail contamination and a blower contributing to foam degradation. The device was scrapped by the service center after the evaluation was completed.